Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) post ventricular sense on the right ventricular (rv) lead. The r-waves were also noted to be low. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.